Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported on may18, 2023 there was a disconnection of spo2/ECG between 19:55 and 20:01. However, the monitor and the central station did not sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. A philips remote service engineer (rse) remotely interviewed the customer. A philips field service engineer (fse) went to the customer's site and collect the central station logs. Based on the logs provided by the fse, it was observed that there were alarms related to disconnections of spo2 and ECG sensors.

Manufacturer narrative:
B3 date of event was corrected from (B)(6) 2023. A philips field service engineer (fse) went the customer's site to collect the central station logs. Based on the information available, the reported problem was not confirmed. The device logs provided by the fse showed alarms were present when there were disconnections of spo2 and ECG sensors. The device remains at the customer site.